Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received a procedure form. The procedure form provided a new icm device had been implanted in the patient. Boston scientific device tracking reached out to the healthcare facility (hcf) for additional information. The hcf reported the device was visible through the incision site. The decision was made to explant and replace the icm device. This procedure was completed successfully. The device is not expected to be returned for analysis. No additional adverse patient effects were reported.